Manufacturer narrative:
The investigation determined that a discordant, non-reactive vitros anti-hbc (ahbc) result from a single patient sample was obtained when tested using vitros ahbc lot 2710 on a vitros xt 7600 integrated system. The vitros result was considered discordant when compared to a non-vitros abbott result. A definitive assignable cause could not be determined. A review of historical quality control results obtained prior to the event confirmed the results were within the appropriate result interpretation, indicating acceptable performance of vitros anti-hbc lot 2710. Pre-analytical sample processing was ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling did not likely contribute to this event. It is possible an interferent that affects the vitros ahbc method and not the abbott ahbc method contributed to the discordant non-reactive ahbc result for the patient. However, as the customer did not carry out any further testing on the patient sample, this was not confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahbc, lot 2710.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, non-reactive vitros anti-hbc (ahbc) result from a single patient sample was obtained when tested using vitros ahbc lot 2710 on a vitros xt 7600 integrated system. The vitros result was considered discordant when compared to a non-vitros abbott result. Vitros ahbc result of 1.93 s/c (non-reactive) vs. The expected result of positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, non-reactive vitros ahbc result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(6) and reportability assessment 604644.